Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lack of slack was noted on the atrial lead. A lead revision was performed; the atrial lead was given more slack. No lead abnormalities were noted. The patient tolerated the procedure well and was fine post procedure.